Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's cartridges were leaking. Blood glucose (bg) level was in the 500 mg/dl range and the ketone level was high. The customer reverted using insulin injections.